Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse performed inspections and found a cuvette jammed at the bottom of the drop chute on the cuvette loader. The jam was cleared by physically removing the cuvette. The cse performed an empty ring and fill ring diagnostics, and the instrument was operational. Quality controls were performed, and the instrument was operating within specifications. A jammed cuvette, in the cuvette loader, is the cause of the delay in cardiac troponin I (tni-ultra) testing on the advia centaur cp instrument. No further evaluation of this device is required.

Event description:
The customer informed siemens of a delay in cardiac troponin I (tni-ultra) testing with the advia centaur cp instrument. The backup instrument was not available for testing, and the delay was for approximately 5 hours. There are no reports of patient intervention or adverse health consequence due to the delay.